Event description:
A nurse reported that during surgery, the front panel was dim or blacked out. They rebooted the system and were able to complete the surgery after a delay of 15-20 minutes. There was no harm to the patient.

Manufacturer narrative:
The facility did not request service; however the customer did order a power cord cable assembly. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause is unknown. (B)(4).